Manufacturer narrative:
No details of failure. Awaiting requested explant, x-rays and medical notes for eval.

Event description:
Pt was revised 2 1/2 years after implantation due to failed hip resurfacing femoral component.